Event description:
Reportedly the electrode array of the pt's implant migrated out of the cochlea. The pt had auditory percepts on very few electrodes. The original device was explanted and a new device was implanted.